Event description:
On 10/04/2024, it was reported by an arthrex subsidiary employee via (B)(6) that an ar-6410 arthroscopy main pump tubing sensor was bent. This occurred during a shoulder arthroscopy procedure on (B)(6) 2024 when the procedure was started, the consumable was placed in the equipment, and the solution was purged, there were no problems or alerts until the joint was entered and it did not work properly since almost none of the solution passed, after obtaining another pipe to change, the consumable was looked at in detail and it was observed that the sensor was bent or damaged internally, which is impossible for it to have been damaged during the surgery since the damage was internal.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted the neoprene of the tubing had collapsed. Refer to attachments. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error. The most common causes for a flattened/compressed neoprene are (1) unplugging and plugging the pressure line connector into the arthroscopy pump, thereby creating a pressure decay on the pump or (2) spiking the bags of fluid and allowing that fluid to migrate through the tubing before plugging the pressure line connector into the pump.